Manufacturer narrative:
Date of report 12may2021.

Event description:
The customer reported that speaker malfunction and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.